Manufacturer narrative:
(B)(4) device is a combination product. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.00x16mm promus premier stent was advanced to treat the lesion. When the device was inserted into the guide catheter, the stent came off the balloon; however, the stent remained on the balloon shaft. The physician was able to remove the stent together with its delivery catheter from the guide catheter. The procedure was completed with another 3.00x16mm promus premier stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved off the balloon in a proximal direction and was returned for analysis proximal to the balloon on the outer shaft. A visual examination of the detached stent found the entire stent profile was damaged with severe damage noted to the distal portion of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.00x16mm promus premier¿ stent was advanced to treat the lesion. When the device was inserted into the guide catheter, the stent came off the balloon; however, the stent remained on the balloon shaft. The physician was able to remove the stent together with its delivery catheter from the guide catheter. The procedure was completed with another 3.00x16mm promus premier¿ stent. No further patient complications were reported and the patient's status was fine.